Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The monofilament was not returned with the device, without the return of this component, the scope of this investigation was very limited and the reported suture break and knot lock could not be confirmed. Based on visual analysis of the returned device, the cause of this for the suture breaks and knot lock is undetermined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 10fr sheath, after an unspecified procedure. Reportedly, an unspecified device failure occurred with three proglide devices. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The name of the physician was provided by the hospital; however, it is unknown if the physician has been trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report the following additional information was reported, the knot could not be pushed or a suture break occurred with the three proglide devices.